Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer experienced an adverse skin reaction after 11 days of wearing an adc freestyle libre sensor, reporting that on (B)(6) 2018 there was "wound water leaking" from the sensor site. On (B)(6) 2018, customer had contact with a dermatologist who prescribed an unspecified ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor was plug was transferred successfully. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Caller reported the customer experienced an adverse skin reaction after 11 days of wearing an adc freestyle libre sensor, reporting that on (B)(6) 2018 there was "wound water leaking" from the sensor site. On (B)(6) 2018, customer had contact with a dermatologist who prescribed an unspecified ointment for treatment. There was no report of death or permanent injury associated with this event.